Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: required a second device for treatment. Device issue: failure to cross. It was reported that during the ptca procedure a perforation occurred while inflating another company's 4.0 balloon. An attempt was made to treat the perforation with the graftmaster, but it would not cross. Another 4.0 balloon was advanced and performed several long inflations, which sealed the perforation. This took approx 20-30 mins. The lesion was then stented to complete the procedure. The pt outcome was good. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specs. It is reported that the stent was used to treat a perforation which occurred during the inflation of another company's 4.0 mm balloon. However, the stent was not implanted and the perforation was not sealed as the stent graft could not cross the lesion to reach perforation. The device was not returned for investigation; therefore, a root cause can not be identified. No pt effects were reported.